Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include statins, antihypertensive drugs and aspirin. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2013, the patient was implanted with two gore excluder aaa endoprostheses (rmt281416/10592159 and pxc161400/10945217) to treat an abdominal aortic aneurysm. On (B)(6) 2015, computed tomographic angiography reportedly revealed the aneurysmal sac had enlarged from 7mm to 7.5mm in diameter in six months. A type ii endoleak was initially suspected; however, an aortogram performed on the same day confirmed the endoleak to be a proximal type I. According to the physician, the type I endoleak may have been caused by the stent-graft being deployed lower than intended, and dilatation of the infrarenal neck. On (B)(6) 2015, the patient was implanted with an excluder aortic extender component to treat the endoleak. The endoleak was resolved, and patient tolerated the procedure.

Manufacturer narrative:
Images were received by gore from the facility, and an imaging evaluation was performed: the length from the lowest renal to the proximal end of the device appears to be approximately 13mm. On CT scan dated (B)(6) 2014, there appeared to be poor proximal wall apposition. There appeared to be contrast pooling in the aneurysmal sac. The contrast seen outside of the implanted device appeared to communicate with the aneurysmal sac, indicative of a proximal type I endoleak. On angiograph dated (B)(6) 2015, an aortic extender had been implanted. On the final angiograph, the proximal type I endoleak appeared to have been resolved. There appeared to be contrast in the inferior mesenteric artery (ima). On the (B)(6) 2015 CT scan, there appeared to be a small amount of contrast in the aneurysmal sac at the level of the ima. Maximum aneurysmal diameter: (B)(6) 2014 ¿ 67.2mm x 69.8mm; (B)(6) 2015 ¿ 77.8mm x 81.8mm. Please note: the final classification of these occurrences was not changed by the findings of the imaging evaluation.